Manufacturer narrative:
Concomitant products: 5076-52 lead, 693565 lead.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. The left ventricular lead was reprogrammed and remains in use. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.